Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent migration can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, stent size selection or insufficient landing zone. To ensure this is not related to a product deficiency, all acculink stent systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify proper stent deployment. In this case, the lesion site was described as heavily calcified which may have contributed to the reported migration. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot and there have been no other incidents for stent migration reported for this lot. Overall, a conclusive cause for the stent migration could not be determined; however, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during a right internal carotid artery stenting procedure, the emboshield nav6 was initially unable to cross the heavily calcified lesion. After pre-dilatations of the lesion, the emboshield nav6 crossed the lesion and was successfully deployed. After deployment of the rx acculink stent, the stent migrated distally and partially covered the lesion. The physician felt that the migration was due to the length of the lesion and the vessel characteristics. Another pre-dilatation of the lesion was performed and an additional rx acculink stent was placed to completely cover the lesion. The patient was discharged home on (B)(6) 2011. There was no reported adverse patient effects or sequela. Though requested, there was no additional information provided.